Event description:
A 3.0mm diameter by 15mm length s7 stent delivery system was inserted in an attempt to direct stent a lesion in the right coronary artery. It was not possible for the stent to cross the target lesion, therefore, the stent delivery system was removed. Upon removal of the stent delivery system, it was noted that the stent was not located on the delivery balloon. Under fluoroscopy the stent was not found in the proximal right coronary artery. The stent delivery balloon was reinserted through the undeployed stent and inflated to 2 atmospheres. The stent and delivery system were then pulled back to the guide catheter and the entire system was removed from the pt. The lesion was subsequently pre-dilated and treated with another MFR's stent. The pt was fine post procedure, and there was no add'l clinical sequelae reported related for the event. The lesion not being pre-dilated likely contributed to the event.